Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 70 to 80 mg/dl and evening test results range is about 129 mg/dl. Testing performed twice daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 95 mg/dl and 94 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 90mg/dl (B)(6) 2015 06:26 pm; 2: 96mg/dl (B)(6) 2015 06:24 am; 3: 92mg/dl (B)(6) 2015 06:23 am; 4: 129mg/dl (B)(6) 2015 01:42 pm; 5: 96mg/dl (B)(6) 2015 05:55 am. Adverse event not reported.